Event description:
The report received from the (B)(6) affiliate indicated that during pci of a 90% de novo and heavily calcified lesion in the ostium of the proximal circumflex at an acute angle with moderate vessel tortuosity, rotoblation was conducted and then a 3.5x18mm cypher stent (lot: 15012371) was delivered to the target lesion, but it would not cross the target lesion. There also was tracking difficulty at the ostium of lcx before the difficulty crossing the target lesion due to the severe calcification and resistance/friction was felt while crossing the lesion. Therefore pre-dilation was conducted and the cypher was redelivered, but the cypher did not cross the target lesion even after conducing buddy wire technique. Therefore, the cypher was retrieved from the pt and the physician confirmed the stent to be flared at the proximal end of the stent. The stent deployment was withdrawn while the stent was on the balloon and was pulled back inside the guide catheter but not as a single unit. The physician stopped using the cypher. Then rotoblation was conducted again and a new 3.5x18mm cypher was implanted at the target lesion although the physician had difficulty delivering it. The procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
The product will not be returned for analysis because it was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use. The physician commented that there was a possibility that the stent flared when pulling the cypher back into the guiding catheter. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.